Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose light guide adapter and blurry image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the lens being bent and the dents in the shaft was traced to component failure, and additionally, the loose light guide adapter and blurry image were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had lens bent and dents in shaft. There were no reports of patient harm.